Event description:
Event description guidant received information that the lead safety switch was triggered on this right ventricular lead due to impedance measurements greater than 2500 ohms in the bipolar configuration. In addition, stored electrograms from ventricular tachycardia episodes were reviewed and determined to be caused by oversensing of noise on the ventricular lead.